Manufacturer narrative:
(B)(4). The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition. Question medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
Hospital reported an issue with an mps disposable delivery set during a surgical procedures. The original report stated that the delivery set leaked blood at the junction of the blood source line to the main cassette. There were no patient complications reported as a result of the reported event. Follow up with the complainant found that they could not definitively confirm what the leaked fluid was. The approximate volume of the leaked fluid was not recorded by the perfusionist. The device was discarded by the hospital and not returned to the manufacturer for analysis.